Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked lcd controller. The pump was unable to perform displacement, rewind, seating and basic occlusion due to flashing white lcd display. The pump was received with moisture damage noted on electronics assembly. The pump was received with scratched case, fading serial number label and missing address label. The pump was received with broken off case button.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The mother stated that her daughter fell before the pump started alarming. The customer stated that they tried to press all the button and it does not show the alarm. The customer reported scratches on the bottom of the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.